Event description:
At about 7 years and 8 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner.

Manufacturer narrative:
Batch review performed on 23-apr-2024. Lot 160734: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.